Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5/16/2025, it was reported by a sales representative via email that an ar-8925t syndesmosis tightrope xp suture broke, causing loss of fixation with the button. This was discovered during a procedure on (B)(6) 2025. Additional information requested on 6/5/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the sutures being cut/damaged. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.